Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure and high risk of deep venous thrombosis due to history of thrombophlebitis. At some time post filter deployment, it was alleged that the filter tilted and struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 02/2012.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately one month later post filter deployment, the patient reported with abdominal pain. A computed tomography of abdomen and pelvis showed an inferior vena cava filter. After three years and four months, computed tomography of abdomen and pelvis without contrast was performed. An inferior vena cava filter was present. After four years and eleven months, computed tomography scan of abdomen and pelvis without IV nor oral contrast was positive for caval perforation. Superior extent of inferior vena cava filter mid l3 vertebral body. Inferior extent mid l4 vertebral body. A total of six prongs have perforated the inferior vena cava. The aorta has been perforated by penetrating prongs. Maximum distance of prongs perforated 15 mm. Coronal image 4-degree tilt left to right. Sagittal images 1-degree tilt anterior posterior. Diameter of inferior vena cava directly above filter 22 mm x 14 mm. The aorta has been perforated by caval prongs best appreciated. After eleven months, patient was requesting for inferior vena cava filter removal and was aware it was unlikely that filter could be removed percutaneously. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. However, the investigation is unconfirmed for filter tilt as the medical records state only 1degree and 4degree tilt from coronal and sagittal images respectively. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 02/2012), g3, h6 (method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure and high risk of deep venous thrombosis due to history of thrombophlebitis. At some time post filter deployment, it was alleged that the filter tilted and struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.